Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
Patient presented in the clinic with oversensing and resulted in an inappropriate (B)(6) therapy. An increased rv capture threshold and decrease r-wave amplitude were noted. The lead was later explanted due to dislodgement.